Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed a failed mixing pump stated would order the pump and replace it onsite.

Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed a failed mixing pump stated would order the pump and replace it onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. A check of the diagnostics showed a failed mixing pump. Biomed stated would order the pump and replace it onsite. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.